Manufacturer narrative:
(B)(4) device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. All of the distal tip, balloon and part of the outer shaft were not returned for analysis. There was blood in the inner (wire) lumen, inflation lumen and hub. The inner shaft, outer shaft and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube. The outer shaft separated 20.5cm distally from the port/exit notch and damaged (stretched and appears to have inflated) at the separated end, with 7 cm of the distal inner shaft left on the device. The inner shaft had extensive damage (numerous kinks, flattened and stretched with appearance of tension). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mmx3.50mm nc quantum apex" balloon catheter was advanced for pre-dilation. However, after the balloon was inflated twice, the lesion still would not dilate. The physician then used a non compliant balloon catheter but it caused the nc quantum apex" balloon to rupture. The device was completely removed from the patient. The procedure was completed with another of the same device which was done in a normal fashion. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced for pre-dilation. However, after the balloon was inflated twice, the lesion still would not dilate. The physician then used a non compliant balloon catheter but it caused the nc quantum apex¿ balloon to rupture. The device was completely removed from the patient. The procedure was completed with another of the same device which was done in a normal fashion. No patient complications were reported.